Event description:
A bipap a40 device was returned to a third party service center for service. There was no reported patient involvement. During the evaluation of the device at a third party service center, a ventilator inoperative error code was found in the device's error log. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the issue. The device will be scrapped per the customer's request.